Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced a low blood glucose (bg) level of below 40 mg/dl, cause was unknown. The customer consumed carbohydrates to address the bg. Reportedly, customer continued to use pump for insulin therapy.